Event description:
A lay patient contacted lifescan (lfs) alleging that her one touch ultra link meter displayed the error 1 message. There is no indication that the patient experienced injury. The patient denied having any symptoms or receiving any treatment. This complaint is reported because the lfs customer service representative documented that the error 1 issue was not resolved. The patient's meter was replaced.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a failed eeprom. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.